Event description:
A report was received that the patient was having difficulty charging the ipg as it would not hold a charge after a previous surgery wherein an electrocautery was used. The patient underwent an ipg replacement and was reportedly doing well after the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging the ipg as it would not hold a charge after a previous surgery wherein an electrocautery was used. The patient underwent an ipg replacement and was reportedly doing well after the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4)).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. The analog integrated circuit (aic) damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic, reference (B)(4). The use of electrocautery during the revision resulted in the reported complaint.